Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient had the following reaction to the powerpicc solo when it was being inserted. Symptoms were as follows: difficulty in breathing, panic, face flushed, mild rash around neck and trunk, and distension of neck veins. It was stated that the duration of inability to breathe was about 20 secs and the redness etc resolved with no intervention after 5 mins. Obs were satis and within normal limits. Patient did not need treating, other than reassurance. There were no lasting effects to the patient other than the patient refusing another PICC insertion. Blood sampling carried out, the patient was negative for chlorhexidine allergy and nil allergies noted. On (B)(6) 2018- facility reported patient was admitted with PICC placed in right atrium. Device remained in right atrium during placement. Facility doesn't believe PICC in right atrium attributed to reported event. Newly placed PICC was not able to pass axilla. Facility reported two other incidents, additional details requested but not provided. This report addresses one of the two other incidents without details.